Event description:
Allegedly, the patient had an infection in their knee 3 years post op. The revising surgeon suspected that this was due to some recent dental work. The femur and tibia were well fixated and radiologically sound. The original tibial insert was removed, the joint washed out and replaced with a new tibial insert of the same size.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.